Event description:
It was reported that the patient converted from pinnacle dm to constrained liner, chronic dislocater. Explanted dm liner, pe liner and head. There is no reported loosening. There is no reported surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left.